Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly tortuous and heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and mildly tortuous lesion in the left anterior descending artery (lad). A 2.0x12mm nc trek neo balloon dilatation catheter (bdc) was advanced to the lesion with no noted issues; however, during pre-dilatation a pin hole rupture was noted after the bdc was inflated once to 6atm and dilatation was held for 10 sec. The bdc was removed and the procedure was completed using a 3.0x23mm xience stent. There were no adverse patient effects nor clinical delay. No additional information was provided.